Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history. UDI (di): (B)(4).

Event description:
Device 4 of 4: reference MFR. Report: 1627487-2016-05999, 1627487-2016-06000 and 1627487-2016-06001. It was reported the patient¿s pns lead site incisions opened and were not healing. As a result, surgical intervention was done and the entire pns system was explanted on (B)(6) 2016.

Event description:
Device 4 of 4: reference MFR. Report: 1627487-2016-05999, 1627487-2016-06000 and 1627487-2016-06001. Follow up information identified the incision site has healed.